Event description:
When I was setting up for a chest tube insertion, I attempted to clamp the distal end of the tube (that would eventually be connected to the pleurevac), and the disposable kelly clamp in the kit broke. It broke just distal to the hinge, leaving that 1-2inch section free.